Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, high capture thresholds, and abnormal impedance readings were observed. When repositioning was unsuccessful, the lead was explanted and replaced. There were no adverse consequences and the patient was doing very well with normal sinus rhythm after the event.